Event description:
It was reported to boston scientific corp that a radial jaw 4 single use biopsy forceps large capacity was used during a gastric biopsy procedure performed on (B) (6) 2009. According to the complainant, while opening and closing the forceps in order to release the biopsy sample in the specimen container, the pull wire broke. The break resulted in the jaw not returning to their original position. This occurred outside the pt. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B) (4) - this occurred outside the pt, pt condition was not reported; however, the procedure was completed with another device. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).